Event description:
Clinical information:(B)(6), patient site ID: (B)(6). It was reported that on (B)(6) 2025 , a 27mm epic max valve was successfully implanted in a patient. There was no difficulty experienced implanting the 27mm epic max valve. On (B)(6) 2025 , it was noted via echocardiogram and x-ray that the patient developed a pleural effusion. The patient was made to perform a pleural punction and drained 1000ml on the patient's right side. On (B)(6) 2025 , the another pleural punction was performed to drain 800ml on the left side. There was no initial or prolonged hospitalization due to this event. The cause of the pleural effusion is attributed to the implant procedure. There was no allegation of malfunction against the abbott device or procedure. The patient's condition is ongoing at the time of report.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pleural effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported pleural effusion could not be conclusively determined.the reported unexpected medical intervention was a result of case-specific circumstances as the pleural effusion was drained. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.